Event description:
(B)(6)2010: the drain was inserted by medical team on ward with no issues experienced. On (B)(6)2010, the nursing staff was called by patient as drain had become disconnected from drainage bottle. The drain was immediately clamped by staff. Upon investigation, it was found that the drain had disconnected from the tap system and it was impossible to reconnect. The senior nursing staff present successfully attempted to patch the system together temporarily with parts from another drainage kit but the system had become contaminated and was no longer sterile. In the morning, the treating team replaced the repaired drain. The patient involved does not recall pulling at the tube, but just prior, was using a urine bottle in bed. Although no harm to patient was reported, the patient had immediate shortness of breath, resulting in increased oxygen delivery to maintain adequate oxygen saturations. Surgical emphysema developed around incision site and extending toward back and neck. Medical review required, (reviewed by on call senior night duty staff). X-ray performed, only after drain was temporarily repaired and underwater seal drainage maintained. Potential infection risk as disconnected drain became contaminated by unsterile environment; patient suffered stress and anxiety related to incident.

Manufacturer narrative:
Expiration date unknown as lot is unknown. An instructions for use (IFU) is provided with this device in which it instructs the clinician to perform inspections of the catheter and connections regularly. Additionally, the physician is instructed to secure the catheter in position by using a bio-occlusive dressing or suturing if desired. The compliant device was not returned to assist with this investigation. It is possible the catheter was subjected to forces beyond the requirements listed in bs en 1617:1997. Measures are being taken in an effort to address and resolve this type of reported difficultly. We will continue to monitor for similar complaints.